Event description:
On (B)(6) 2012, the pt reported experienced low blood glucose during the week of (B)(6) 2011. She stated, she woke up at 4:30am on her bedroom floor "seizing." She stated, she was able to self-treat by drinking juice. She then called 911 and paramedics tested her blood glucose as 33 mg/dl. She was not taken to the hospital and she was treated with juice and a sandwich. Her blood glucose increased to her normal range of 80-225 mg/dl. She stated, she did not know what caused low blood glucose. The infusion device was programmed correctly. No product was requested to be returned for eval.